Event description:
Related manufacturer reference number: 1627487-2019-06757. It was reported that the patient was experiencing ineffective therapy. Reprogramming did not resolve the issue. As a result, the patient's system was explanted on (B)(6) 2019.